Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and prophylactic for hysterectomy; significant vaginal bleeding from fibroids. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and struts perforated the periosteum of a vertebra, pericaval/mesenteric fat, and the duodenum. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, computed tomography(CT) revealed the filter was positioned below the renal veins and multiple legs penetrate the wall of the inferior vena cava. One leg penetrates the duodenum, one leg penetrates the periosteum of the vertebra and others penetrate into the pericaval/mesenteric fat. The filter is tilted anteriorly with its cone on the anterior inferior vena cava wall. Around one year and nine months later another computed tomography(CT) angiogram of abdomen and pelvis was performed for lower quadrant abdominal pain and the study showed an inferior vena cava filter was seen inferior to the bilateral renal veins. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2015).